Manufacturer narrative:
(B)(4).

Event description:
It was reported that initialising screen without manual restart occurred. The product was evaluated. A visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional testing was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/05/2019 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction " the log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed."

Event description:
A review of the share logs was performed and there were errors was found within the investigation window. The allegation was confirmed.